Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the unintended stimulation causing heat or shock sensation, changing the parameters of the waa, the patient having a non-stimwave device implanted, and the patient experiencing unintended stimulation/new pain in a new area that is not targeted for therapy have been ruled out as potential causes of the reported issue. However, the patient is morbidly obese, and the implanting clinician stated the stimulator does not seem to be the source of the pain and swelling. The stimulator is used to treat pain. The cause of the swelling and pain is unknown. The provided information does not evidence that the stimwave device contributed to the issue. Therefore, conclusion has been selected as no problem/fault found.

Event description:
The patient reported pain and swelling on the left leg below where the stimulator is implanted. The patient had an ultrasound, no clots were found and the arteries looked fine. The patient reports pain relief from the stimulator and no explant procedure is planned at this time.